Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-28, lot# v174650, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported they had not received the patient manuals that were suppose to be mailed to them last week. The following information was sent: patient manual. The patient lost both the 3037 manual and the patient therapy guide. Patient services will also send 1 page instructions for 3037. The patient was experiencing no stimulation sensation. The patient last felt stim at the doctor's office 2 weeks ago. The patient was experiencing a loss of therapeutic effect and loss of bladder control. The patient stated: "I just went to the doctor (2 weeks ago) and he rescheduled it and the light (screen backlight) doesn't work." The patient stated: the doctor "reprogrammed it and now I'm having to turn it up every day. It's up to 16. I try to get the light working so I shut it off and then it doesn't work. I've already started it this morning and it doesn't work" (the light doesn't come on). The patient had not seen the doctor since 2013, "so I didn't use it. He started it back up and it doesn't stay on." The implantable neurostimulator (ins) :was working in the doctor's office, so I figured I'm not doing something right." The patient indicated "if I turn it up, then it works, then it stops." Patient services reviewed that the back light key just turns the screen light on/off, it does not turn the ins on or off. The doctor had set it up and the patient did not like touching the keys. An information request was made - the patient programmer and control magnet. Patient services was not sure what the patient was doing when they turn it "off." Are they just turning the backlight off, or are they turning the ins off and that's why it's "not working." Patient services planned to notify the manufacturer's representative that the patient would benefit from in person training on the 3037 to make sure the patient understands how to operate the 3037. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.